Manufacturer narrative:
B3. Date of event: exact event date is unknown. Date of first day of month of when study started was used. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: kuan, y.c., sung-lang, c., shao-chuan, w., min-hsin, y., wen-jung, c., tuzo-yi, h., cheng-ju, h., wen-wei, s. (2025) comparison of the outcomes after treatment of urolift to rezum in bph patients: results from a global multi-institutional database analysis. 112th annual meeting of the japanese urological association, so-4-02, 1.

Event description:
It was reported to boston scientific via the 112th annual meeting of the japanese urological association meeting that a study was conducted in order to compare the outcomes of 2 minimally invasive treatments for benign prostatic hyperplasia (bph): urolift and rezum. As of (B)(6) 2024, a total of (B)(4) patients aged 18 to (B)(6) years from (B)(4) healthcare organizations were diagnosed with bph. The study population was divided into two cohorts: urolift and rezum patients. Propensity score matching was applied to balance the characteristics. Outcomes were evaluated at 1-year follow-up. After matching, each cohort had (B)(4) patients. The urolift cohort demonstrated a significantly lower risk of erectile dysfunction (5.9 percent vs.8.3 percent), urinary retention (20 percent vs.27 percent), and urinary tract infections (12 percent vs.23 percent) compared to the rezum cohort. Hematuria was also less frequent in the urolift group (7.5 percent vs. 9.4 percent). The kaplan-meier analysis showed a higher survival probability in the urolift group for urinary retention (78 percent vs. 70 percent) and urinary tract infections (86 percent vs.74 percent). No significant differences between the two cohorts in urinary incontinence (2.5 percent vs. 2.2 percent) or pain (6.9 percent vs. 6.8 percent). No further patient complications were reported.